Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma-late. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: underweight, broken shell, opening on anterior, red particles in the shell and black particles in the gel. A visual and microscopic analysis was performed which identified: striated broken on anterior, striated opening on anterior and crease fold. Base on the device analysis the final assessment is: striated opening and broken assessed as surgical damage.

Event description:
Healthcare professional reported right side seroma-late and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted.